Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. It is reported that the customer had a scratch on their screen. Advised customer to revert to back up plan. Advised pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).